Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. Please note that this report is associated with MFR report number 3005168196-2015-00921.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coils and another manufacturer's microcatheter. While deploying the ruby coil in the aneurysm, the physician met resistance and decided to remove it. Under fluoroscopy, the physician noticed that the ruby coil had unintentionally detached. A snare device was successfully used to remove the coil from the patient without any issues. The physician successfully deployed and detached a second ruby coil in the aneurysm. However, while withdrawing the microcatheter, a portion of the ruby coil migrated into the gda. The physician required a snare device to successfully remove the ruby coil. The physician chose to end the procedure and there was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the first ruby coil was damaged. Conclusion: the complaint has been evaluated. The complaint indicated that after repositioning the first ruby coil several times, resistance was felt, and the physician then attempted to re-sheath the coil and remove the delivery system. While using the fluoroscopy, it was discovered that the coil had detached. This ruby coil was removed with a snare device. The physician decided that the first ruby coil was too long, so he used a second, shorter ruby coil. The second ruby coil unintentionally detached and had to be retrieved with a snare device. Evaluation of the returned devices revealed that both coils were snared and damaged. This type of damage typically occurs from improper handling during use. If the devices were retracted against resistance and the force used exceeded the product tensile specification, it is likely that damage such as this may occur. However, the embolization coil pusher assemblies were not returned for evaluation and, therefore, the root cause cannot be determined. These devices are 100% functionally tested and visually inspected for damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.